Event description:
Customer reported she was hospitalized for high blood glucose of 487 mg/dl. Customer's symptoms were high blood glucose and vomiting. Customer stated the set came out of body due to trying wear the infusion set for a longer time then approved. Customer was hospitalized for eight days and was wearing the device at the time of the hospitalization. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.